Event description:
The caller alleged discrepant results when compared with the lab or another meter. The following results were reported: inratio, lab, other meter respectively: 4.0, 3.0. 4.9, 3.3. 2.1, 1.9. 4.6, 3.1. 4.2, 2.8, 3.6, 2.8.